Event description:
Patient was implanted with crs fast set putty bone cement, ti matrixneuro contour mesh and screw construct on (B)(6) 2012 for a craniotomy for cranial tumor. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infection. Surgeon will wait and see before re-implanting the patient with hardware. This is 1 of 8 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.